Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed low impedance on the left ventricular (lv) lead. Programming changes were recommended. No patient symptoms or intervention was reported.

Event description:
New information received notes that the patient was present at the clinic on (B)(6) 2025. The patient's left ventricular (lv) lead was programmed to resolve the issue.